Manufacturer narrative:
(B)(4). Total number of events summarized - 2123, ams bio arc pre-connected collagen dermal - 36, ams bio arc sling system - 39, ams monarc c-sling system - 20, ams monarc sling system - 1174, ams monarc+ subfascial hammock - 96, ams sparc sling system - 615, unknown sling system - 143.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced persistent stress and urgency incontinence, pelvic prolapse, uterine prolapse, pelvic pressure, overflow incontinence, menorrhagia, uterine fibroids, enterocele, vaginal vault suspension, urinary frequency, urgency, urinary tract infection and overactive bladder. The mesh remains implanted. No further patient complications have been reported in relation to this event.